Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician called and reported the insulin pump was damaged, following a motor vehicle accident, in which patient was passenger on a motorcycle and a car hit them. The insulin pump was reportedly not working, there were cracks, black spots, and road abrasion, as well as large black strikes on the display screen. Customer was on an insulin drip at the hospital and it was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, it was received with broken reservoir tube lip, minor scratches on lcd window, scratched case and cracked battery tube threads.